Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown (date and treatment unknown). The implant remains in-situ.

Event description:
It was reported that the device was electively explanted on (B)(6) 2020. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on 28 august 2020.